Event description:
It was reported that the customer received a button error alarm on the insulin pump, which may have been exposed to moisture while the customer was at a concert. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was not known. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
No unexpected button error alarms noted. Displacement test was not performed due to the insulin pump having unresponsive keypad. No button response on the esc button due to corroded keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. Moisture damage was noted on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.